Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, wear abrasion, creases flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp break on posterior assessed, as unidentified (tear) opening. And a missing shell assessed, as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side ruptured device. The device remains implanted.